Manufacturer narrative:
The local area sales representative was contacted for additional information regarding resolution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was sensing ventricular events on the atrial channel which resulted in inappropriate pacing. No adverse patient effects were reported. This pacemaker remains in service.